Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found out that there was no core with the statlock after opening the package. Stated that it was too squishy to use.

Manufacturer narrative:
The reported event was inconclusive as the device was not returned. Visual evaluation noted 1 opened empty statlock nasogastric package with prep pad. Visual evaluation noted an impression of the butterfly pad in the packaging. As the device was not returned for evaluation, the investigation was inconclusive. Although an exact root cause could not be determined, a potential root cause was inadequate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock device with alcohol or acetone, both can weaken bonding of components and the statlock device pad adherence." Corrections: h the actual/suspected device was inspected

Event description:
It was reported that the user found out that there was no core with the statlock after opening the package. Stated that it was too squishy to use. Per follow up received via ibc on 05oct2021, the statlock wasn¿t able to close properly.